Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer was admitted due to low blood glucose. It was stated that her dad accidentally gave her around 30 units. The father stated that he didn't rewind the insulin pump all the way before he loaded the reservoir. The caller stated that any information or advice we have would be helpful to make sure this never happens again. No further information was provided